Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. A correction to the b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles related to bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal and external aspect of the device was inspected and the manufacturer observed beige dust/dirt around air inlet, dust/dirt on the blower, dark contaminant found at blower seal on blower box. The manufacturer also observed the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin contamination. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, dust contamination was observed and are consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.